Event description:
Literature: van rjin ma, munts ag, marinus j, et al. Intrathecal baclofen for dystonia of complex regional pain syndrome. Pain. 2009;143(1-2):41-47. Summary: this study looked at the efficacy of intrathecal baclofen (itb) in patients with complex regional pain syndrome (crps)-related dystonia and to evaluate if itb is effective and safe in this population over a 12-month period. Fifty-seven crps patients were assessed for eligibility between january 2002 and january 2007, 42 patients were eligible to participate. It was reported that one patient discontinued intrathecal baclofen therapy during the trial phase using an external micro-infusion pump due to a cerebrospinal leak.

Manufacturer narrative:
See scanned pages.